Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the distal part of iab did not expand. It was reinserted twice and expanded, but there was no improvement. A new iab was used and pumping was performed successfully. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
This event occurred on the japanese market with a transray 40cc iab which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4) which is sold in the USA. Provided 04 lot number. 04 expiration date and h4 device manufacture date corresponding to transray device involved in the event. UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).